Event description:
An attempt was made to pace the pt with the device. At some unspecified time the operator pressed the device record swtich. Reportedly, the pacer could not be activated because the device record switch was stuck.